Event description:
The customer reported extensive fluid leaked from the bottom of the unit involving coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe), gloves, laboratory coat, and eye protection. Patient results were not affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse confirmed the fluid leak at the seam on line vc-11, on the waste chamber. The fse replaced and tested the waste chamber successfully. The fse verified repair per the established procedures. The unit conformed to the manufacturer's published performance specifications. Waster chamber. The laboratory has risk management/exposure control plan at the facility. Beckman coulter (bec) internal identifier for this report is (B)(4).